Event description:
Patient with history of chromosomal deletion syndrome admitted with myocarditis undergoing evaluation for cardiac transplantation. The patient's current left upper extremity PICC broke at the hub and patient referred for replacement.

Event description:
Patient with history of chromosomal deletion syndrome admitted with myocarditis undergoing evaluation for cardiac transplantation. The patient's current left upper extremity PICC broke at the hub and patient referred for replacement. The dressing that we are using is the institution standard ---the sorbaview shield. The site is cleansed with chg or betadine. The flushing syringe is a 10cc barreled syringe.

Manufacturer narrative:
The following elements have blank data.